Event description:
There is an intermittent problem with the footpedal used with this ophthalmic microsurgical system. It will not function when operated slowly, but will function when stepped on hard. The problem initially happened about one month ago and has recurred intermittently since then.